Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿alans pump infusing two vasopressors. Pump malfunctioned, alarmed, screen red, and no longer functioning. Nurse m room at the time and pt became hypotensive (map (B)(4)) another nurse ran for another brain and vasopressors restarted."

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿alans pump infusing two vasopressors. Pump malfunctioned, alarmed, screen red, and no longer functioning. Nurse in room at the time and pt became hypotensive (map 40s) another nurse ran for another brain and vasopressors restarted."

Manufacturer narrative:
The reported issue that the pcu 1.5 module alarmed and stop working, could not be confirmed; no product or device logs were returned for investigation. The proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 10mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.